Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer was displaying an error message. The error appears after updating software and when trying to interrogate a patient with the programmer. The programmer has been returned for repair. No patient involvement was reported in this event.